Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that there were protrusions on the surface of the introducer sheath, making the device unusable. The introducer sheath was replaced with a new one to conduct re-puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a 4.5 fr microez microintroducer was provided for evaluation. The image showed the device being held outside of patient use. The dilator is present within the sheath and has not been peeled. Damage at the distal end of the sheath was noted. The characteristics of the component cannot be clearly inspected from the image. Based on the information provided, possible contributing factors include advancement against resistance and inadequate skin incision. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. Since deformation at the sheath tip was noted in the image, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported by the customer that there were protrusions on the surface of the introducer sheath, making the device unusable. The introducer sheath was replaced with a new one to conduct re-puncture. No other information was provided.